Event description:
It was reported that after an unspecified procedure, arteriotomy closure was attempted of a mildly scarred common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was met and deployment could not be completed. The safety release was activated releasing the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. Although the operator performed a nick-and-spread incision prior to device insertion, the access site site/groin was scarred, which he believed may have been a contributing factor. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event - the customer reported the event occurred six months before reporting the product experience. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.